Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Testing of the battery was performed, which revealed a depleted battery cell with no evidence of battery-related anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker entered safety mode due to a device anomaly. Technical services (ts) discussed device operation with health care professional (hcp) and recommended device change out. Implanted device condition was confirmed with a programmer interrogation. This pacemaker was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered safety mode due to a device anomaly. Technical services (ts) discussed device operation with health care professional (hcp) and recommended device change out. Implanted device condition was confirmed with a programmer interrogation. This pacemaker was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.